Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery a femoral impactor shed a small plastic fragment intra-operatively. The fragment was retrieved, the surgical field was searched to confirm no additional fragments remained, and the procedure was completed using another impactor without delay. The patient experienced no known consequences or impact. Due diligence is in progress for this complaint; to date no additional information or product has been received.